Manufacturer narrative:
No product has been returned for evaluation nor were x-rays provided to confirm alleged event. At this time it is unknown if product was left in-situ or if it was explanted. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break..." "...the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." No product has been returned.

Event description:
Received information stating patient was undergoing a revision procedure on (B)(6) 2018 due to lock screw loosening. No further information has been provided as of today.

Manufacturer narrative:
Patient underwent a revision procedure, no product was returned for evaluation as product removed was sent to hospitals pathology department.